Event description:
The customer alleged that the ventilator stopped cycling in pt use. No pt harm reported per customer . The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.